Manufacturer narrative:
Based on information which synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, synthes, or its employees that this report constitutes an admission that the device, synthes, or its employees caused or contributed to the potential event described in this report. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The manufacturing evaluation showed that the peek spacer is broken into three fragments, two large and one small fragment. The two large fragments have gouging and displaced material in the area of the instrument slot. One of the vertical webs on the large fragment is cracked on unattached at one end. The marker pins are in place and are not affected by the fracture to the spacer body. All of the damage is post-manufacturing. Some features that were inspected were damaged post-manufacturing and measurements were unobtainable. All features that were intact and a measurement were obtainable passed. Some features relevant to the complaint condition were damaged post manufacturing, and cannot be inspected, therefore the complaint is indeterminate.

Event description:
It was reported that after insertion of the vertebral spacer-pr for an l5-s1 plif, surgeon decided to reposition the device, and during repositioning, the back of the implant broke off. All pieces were retrieved and surgeon used another of the same implant to complete the procedure. This is report 1 of 1 for (B)(4).